Manufacturer narrative:
Out of warranty; no manufacturers service requested. Out of warranty; no mnf service request.

Event description:
The customer reported the ventilator failed pre-operational testing due to a low circuit pressure measurement. The ventilator was not in use on a patient therefore there was no patient harm or involvement. As the device was out of warranty, the manufacturers product support engineer (pse) advised the customer to check the pneumatic connections to and from the 3 station solenoid and perform applicable pneumatic tests. The pse advised the customer to replace the 3 station solenoid and complete performance verification testing before placing back into service. If the solenoid malfunctions, leaving the safety valve open, the ventilator is not providing breath support to the patient.